Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the trifuse tubing set leaked from the white clamped arm of the tubing set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Event description:
It was reported that the trifuse IV tubing leaked from the white clamped arm of the set. The customer's set up was described as the mz9266 was attached to a 2430-0500 and the mz9267 was then attached to one of the unused arms of the tri-fuse set. If additional fluids were required, the 2430-0500 would be added another unused arm of the mz9266. Although requested, there was no further details or information given regarding the event. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a trifuse leak was confirmed. No anomalies were observed during initial visual inspection. Functional pressure testing observed a leak from one of the maxzero components. Closer inspection of the maxzero under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak was a microchannel found in the maxzero which created a fluid path. The root cause of the microchannel was manufacturing issue.